Event description:
Modified mcbride procedure on right foot, bunionectomy/osteotomy. Cellulitis developed post-op which did not respond to medical treatment. Return to or 3/13/96 for bone biopsy which showed osteomyelitis of the dorsum of the right foot and ankle. Surgeon believes implant was not sterile.